Event description:
According to the reporter during laparoscopic sleeve gastrectomy, the handpiece had inadequate/partial seal when sealing omentum. There were evidence of energy delivery and end tones were heard. There was no re-grasp alarm. There was approximately 60 ml of bleeding after cutting but blood transfusion was not required. A new handpiece was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The device's knife blade advanced and retracted properly. The device produced instant re-grasp alarms when activation attempts were made. The resistance was measure with a multimeter and a failure was found. The device was disassembled and a connector failure was observed. The wire and connector detached from the stationary side of the rotation wheel. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of alarm activation. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.